Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided. Device code - unknown, expiration date - unknown, initial reporter - unknown, PMA/510(k) number, manufacture date ¿ unknown. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred.  Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported that patient underwent acl reconstructive surgery on (B)(6) 2013 utilizing bioabsorbable implants. Subsequently, patient was revised on (B)(6) 2014 to widen the tibial and femoral canals. Patient underwent a second revision on (B)(6) 2015 for acl reconstruction. No further information has been provided. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.